Event description:
Amazon review: my bandage got wet.

Manufacturer narrative:
H3: because the complaint originated as an amazon review, information is very limited. Amazon will not provide their customer¿s contact information. There is no lot information available and the specifics of use of the device (what type or size of tube/device was being secured, was the product applied per the IFU etc.), are unknown. Without additional information, the complaint cannot be confirmed, nor can root cause be positively determined. Based on historical complaint data, possible root cause is related to new users and device training. As this device is likely being used by end users in a home setting, they may not be following the instructions for use and proper application protocol. An existing CAPA is open to mitigate these types of complaints and the overall complaint rate for this failure mode/product family is very low (0.004% over the last 2 years). Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file: (B)(4).